Event description:
It was reported that a patient underwent a cesarean section on an unknown date and suture was used. The patient developed an infection in the subcuticular layer of tissue. The suture was removed. The wound was treated with antiseptic and dressed. Additional information has been requested.

Manufacturer narrative:
(B)(4): infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See medwatch 2210968-2012-01346, medwatch 2210968-2012-01348. The same patient is represented in each medwatch.